Event description:
It was reported that during a surgical procedure, the drill continued to come unlocked from handpiece. This was the surgeons first case so it was not noticed until they went to trial and femur would not seat. They tried a few times to refine and recut but the drill continued to come out. He then used a saw to remove extra bone so that the implant would fit. No patient injuries reported beyond this event. Results of investigation have concluded that there was no malfunction confirmation; therefore, there is no objective evidence that indicates the existent of a malfunction related to the event.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. Functional inspection confirmed that the returned drill attached and detached to the handpiece as expected. It was not overly easy to unsnap the drill. The distance above the wave spring and down to the plunger holder was measured around the circumference of the snap lock. The measuring was within the specification for its dimension (0.1135" max). The part conforms to its design specifications. The root cause was established to have no problem found.